Event description:
It was reported that ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received.

Manufacturer narrative:
In use at the time of the event: cgm model: g6. Mobile os: android / android_galaxy s22 ultra / 2.3 / android_12.